Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch ecr130. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterotomy procedure on (B)(6) 2013 and topical skin adhesive was used on the epidermis after the incision site was closed with knotted suturing technique. The patient developed redness and a water vacuole before the adhesive polymerized, so the surgeon wiped it off and prescribed antibiotics. The patient is currently in stable condition.